Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was seeking treatment for back pain. In (B)(6) 2006, surgeon performed a spinal fusion surgery at l5 using rhbmp-2/acs. Following the surgery, patient's pain became worse and was non-stop. As a result, patient continues to live with constant and excruciating pain.